Event description:
It was reported that this right ventricular (rv) lead with this implantable cardioverter defibrillator (ICD) exhibited intermittent oversensing due to diaphragmatic noise. There was no inappropriate therapy provided, but pacing inhibition was noted and the patient experienced asystole for over 2 seconds. Technical services (ts) recommended having the patient trying to recreate the event. Isometrics, pocket manipulation, and potential electromagnetic interference (emi) tests were attempted to recreate the event, with none being successful to produce the same signals. The rv lead and ICD remain in service. No additional adverse patient effects were reported.